Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and had noticed air bubbles inside the reservoir. The customer reported that he had high blood glucose levels of 17.4 mmol/l. The customer stated that he had nausea yesterday and drank water and contacted the diabetes team. The customer reported that the blood glucose levels went down to 14 mmol/l. The customer reported that he visited his doctor in may and has been having variations since then. Troubleshooting was not performed. The reservoir is not expected to return for analysis.